Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1.2 failed and unable to recover. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 was failed and unable to recover. A field service engineer ran the hardware test application (hta) diagnostic and deployed all pockets, during which a spill was identified affecting pocket a3, cleaned up the spill, replaced pocket a3, and performed testing, powered the station off and back on, confirming normal operation, assisted the customer in replacing pocket a3 and completing drawer inventory successfully. The system functioned as intended after the field service engineer repaired the device.